Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the hydrophilic tip split, exposing the tip of the metal corewire. An x-ray check confirmed the absence of a detached tip in the bile duct. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the tip was partially detached at several points and was peeled, exposing the corewire. The corewire tip was not exposed. The detached segments was not returned and there was no evidence of corewire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during manufacturing process. The complaint is not consistent with the returned guidewire since the distal tip was partially detached; however, the corewire tip was not exposed. Based on all gathered information, the most probable root cause is "handling damage¿. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip split, exposing the tip of the metal corewire. An x-ray check confirmed the absence of a detached tip in the bile duct. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.